Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged during a pre-discharge xray. The lead was repositioned, measurements were stable and normal, then a fluoroscopy showed the lead had dislodged again. The lead was surgically abandoned and anew lead successfully implanted. No additional adverse patient effects were reported.